Event description:
Reporter calling to report that she is permanently blind after having a cypass stent implanted in her right eye. She states she has also had constant and intense eye pain and pain throughout her head ever since the procedure, and continues to experience intense pain to this day without relief. After conducting her own research, she states she learned that the cypass stent was recalled in september 2017 due to it causing blindness in others; she was frustrated that she learned this on her own and was never notified of this by any medical professionals.